Event description:
The customer reported intermittent communication loss (comm loss) on the central nurse's station (cns) for different bedsides (bsm's) at a time. There was no patient injury reported.

Manufacturer narrative:
The customer reported intermittent communication loss (comm loss) on the central nurse's station (cns) for different bedsides at a time. The cns logs were requested. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bsm's: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) had intermittent comm loss with various bedside monitors (bsms). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) had intermittent comm loss with various bedside monitors (bsms). No patient harm was reported. Investigation summary: the report of intermittent communication loss was confirmed by on-site nk support personnel who were able to resolve the issue. The service report is not available. Information on the resolution of the issue is not known. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Likely causes may be related to the hospital's network environment. It was a reported that a repair took place. This repair may have been related to a networking device or the network itself as there is no record of a nk device return for repair and evaluation. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 09/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 09/14/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 09/16/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsms: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.